Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced shortness of breath, fluid around lungs and collapsed lung. The patient was hospitalized for the events. The nurse stated that the patient was experiencing "difficultly and shortness of breath for a couple weeks before". On an unknown date, the patient had fluid drained off his lungs while hospitalized. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the patient passing away. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.